Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a pericardial effusion. In addition, the right atrial (ra) lead had dislodged and exhibited low impedance. A pericardiocentesis procedure was performed, and the ra lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.